Manufacturer narrative:
It was reported to abbott, a patient was having trouble moving. Low impedance was observed on one lead. The patient had suffered a fall. The patient underwent a revision where the issue was resolved by disconnecting and reconnecting the extensions to the ipg. All the impedances normalized. The patient was well and stable. The results of the investigation are inconclusive as the device was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated low impedances. As a result, surgical intervention occurred on 16 jan 2023 wherein the surgeon disconnected the extensions and reconnected them to the generator, and the impedances were in normal range, addressing the issue.

Manufacturer narrative:
Date of event is estimated.